Manufacturer narrative:
Concomitant products: 7741 lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged and was not capturing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.